Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient charged their implant in the morning, and that by 1:00 or 2:00 in the afternoon, their battery level was getting low. When they first received the implant, their battery charge used to last until 5:00 or so. The patient was redirected to their healthcare provider to further address the issue.